Manufacturer narrative:
The received air gas module was mounted in a reference ventilator where it created a strong fizzle sound. The failures were caused by a defective high pressure transducer on a printed circuit board inside the gas module. A leakage was found inside the high pressure transducer. The high pressure transducer is measuring the incoming wall pressure and is part of the flow regulation in the gas module. The failure of the high pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in the received device logs.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the gas supply, internal leakage, o2 cell, flow transducer and patient circuit tests during pre-use check. There was no patient involvement. (B)(4).